Event description:
Following successful deployment of a completed se stent in the sfa of a patient, an attempt was made to implant a scuba stent in the iliac artery. The device was inspected prior to use with no abnormality noted. The device was inserted through a 6 fr cook introducer sheath and advance to target lesion with no resistance encountered; however it was reported that the scuba stent dislodged in the femoral artery. The doctor enlarged the puncture incision and took out the dislodged stent. The procedure was completed with another stent. Patient status is reported to be good post procedure.

Manufacturer narrative:
Evaluation, results: root cause undetermined. Conclusion not yet available-evaluation in progress; root cause undetermined. (B)(4).